Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) from checking the symptoms of the cs300 machine, the symptoms of wave form bp do not show. Test the function with trainer. It was found that the machine displayed normal graph values and all functions could be tested. Test run for 2 hours. The machine can work normally. Check the bp cable normally. Return the machine to the department because no abnormalities were found.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) wave from not up. No injuries or deaths reported.